Event description:
Patient was being treated for a case of mitral valvuloplasty. The toronto transseptal catheter and torflex transseptal guiding sheath were used during the procedure. The aorta was perforated during the procedure and surgical intervention was required to correct the perforation. The physician attributed the event to the inherent risk of the procedure. He confirmed that the adverse incident was not specifically caused by the devices used and was not related to any malfunction of the devices.

Manufacturer narrative:
Perforation is a known complication of the transseptal procedure and this has been reflected in the IFU of the devices. The manufacturer will continue to monitor these kinds of incidents for trend analysis.